Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The cup cold welded onto the tip of the offset inserter.

Manufacturer narrative:
Conclusion and justification status: the complaint states the cup cold welded onto the tip of the offset inserter. The investigation confirmed the failure mode as reported. The returned images show that the inserter has galled onto the cup. In an attempt to solve the issue of the cup sticking to the adaptor the testing of prototype designs created under (B)(4) took place, and research and development report l740 was created. The testing showed that the prototype designs reduced the frequency of locking between the cup and adaptor during testing, but did not eliminate the fundamental cause of sticking. It should be noted that other designs of introducers have the same issue of sticking. The complaint shall be closed with a justified conclusion, entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.